Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl. Reportedly, the cause was unknown, however customer believes the cause was possibly due to high potassium from recent healthcare provider visit; however this could not be confirmed. Bg was addressed via a correction bolus, and a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.